Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results for one patient sample tested on the cobas 8000 ise module (double). The initial results were automatically released outside of the laboratory by the laboratory's middleware. The initial sodium result was 157 mmol/l with a repeat result of 137 mmol/l. The initial potassium result was 4.3 mmol/l with a repeat result of 3.7 mmol/l. The initial chloride result was 116.8 mmol/l with a repeat result of 100.1 mmol/l. The sodium, potassium and chloride electrode lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation noted that there were multiple abnormal aspiration alarms in the alarm trace data. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.